Event description:
It was reported that right hip revision surgery was performed due to pain and metallosis.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr cup, hemi head and modular sleeve were removed. The synergy stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but has not become available. A review of the complaint history for the cup, head, sleeve and stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the head, cup & stem. Similar complaints have been identified for the sleeve and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. The reported findings of elevated metal ion levels, alval, osteolysis and metallosis may be consistent with findings associated with metal debris. However, the root cause of the reported symptoms noted in the legal claim cannot be concluded and it cannot be concluded that the reported reactions/events were associated with a malperformance of the implant. The patient impact beyond the revision and expected post-operative healing/pain cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to pain and metallosis. During the revision the bhr cup, hemi head and modular sleeve were removed. The stem remains implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. ¿the patient had increased metal ions and desired a revision due to her discomfort¿. No metal ion values have been received at this time. The intraoperative notes document; ¿there was no evidence of purulence. There was no significant soft tissue destruction¿. Based on the operative report, metallosis cannot be concluded. The root cause of this patient¿s pain cannot be concluded. Additionally, the explanted device was not returned for evaluation and it cannot be concluded that the reported clinical symptoms were caused by the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.